Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/04/2014).the patient¿s meter has been returned on 7/18/2014 and evaluated by lifescan product analysis on 7/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultramini meter displaying ¿3 blank lines.¿ the complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 10am. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. A little over an hour after the start of the alleged issue, the patient claimed she felt symptoms of dizzy and hungry. The patient denied receiving medical treatment due to the reported issue. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.